Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2017-08228 and 1627487-2017-08229. It was reported the patient lost stimulation suddenly after. The patient felt a pop after diving into a swimming pool. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention where his ipg was replaced with a new one restoring therapy.